Event description:
The customer reported that due to an 840 malfunction, the pt was placed on another ventilator. There was no pt harmed or injured as a result of the event. Covidien was not authorized to service the device therefore, the root cause of the malfunction could not be verified.